Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the power supply continued to make a "beeping noise" after the pa had cut and sealed one of the branches (n.b. The power source is intended to beep while the energy is active). The beeping continued upon releasing the activator switch on the vasoview hemopro therefore the pa made the clinical decision to stop using the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).